Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm with another manufacturer's stent graft. The endoanchors were implanted due to an observed type ia endoleak and the procedure was successful. It was reported that the patient expired due to an unknown cause. The investigator assessed the event relationship to the device and procedure as uncertain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.